Event description:
The customer stated that they received erroneous results for one patient sample tested for ca2 calcium gen.2 and crep2 creatinine plus ver.2 on a cobas 8000 c 702 module. The customer believes that the issue is sample specific. The sample was processed by a modular pre-analytics (mpa) system, which generated an aliquot of the sample. The aliquot was initially tested on the c 702 analyzer and the initial values were reported outside of the laboratory. The values were questioned by the treating physician. The aliquot was centrifuged and poured into a sample cup, then repeated. The primary tube of the sample was also repeated. The repeat results were believed to be correct. The sample initially resulted with a ca2 value of 7.9 mg/dl. The repeat of the aliquot resulted with a ca2 value of 9.9 mg/dl. The repeat of the primary tube resulted with a ca2 value of 10.0 mg/dl. The sample initially resulted with a crep2 value of 0.80 mg/dl. The repeat of the aliquot resulted with a crep2 value of 1.04 mg/dl. The repeat of the primary tube resulted with a crep2 value of 0.98 mg/dl. When the erroneous results were received, the treating physician transferred the patient to the emergency room. No adverse events were alleged to have occurred with the patient. The ca2 reagent lot number was 30267501, with an expiration date of 28-feb-2019. The crep2 reagent lot number was 32296301, with an expiration date of 31-dec-2018. The field service engineer could not determine a cause. He confirmed pump pressures and inspected sampling mechanisms. He checked the alarm trace and there were no liquid level detection or sample aspiration related alarms. He inspected the rinse mechanisms and checked all reagent pipettor. The rinse baths were found to be adjusted correctly. He confirmed the reaction gear tension and ultrasonic mixing function. He ran precision studies. The customer stated that controls and calibration were successful. The investigation was unable to find a definitive root cause.